Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) showed an error message that the therapy history had been corrupted. The previously stored therapy history data was deleted and not available. Device replacement was recommended. Subsequently, this crt-p was replaced with another crt-p successfully. No adverse patient effects were reported.